Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance anomaly causing placement difficulty. Another lead was successfully placed. No adverse patient effects were reported. This lead is not expected to be returned for analysis.